Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset, which was successfully completed using the original tandem charging supplies, and the pump powered back on at full battery. The customer was also instructed to leave the wall adapter plugged into a functional outlet for at least 30 minutes, which successfully resolved the issue as the pump began charging. No further assistance was required.